Manufacturer narrative:
The field application specialist performed troponin t method comparision studies between the e2010 and e170 analyzers on (B) (6) 2010 and on (B) (6) 2010. Investigation of present data revealed imprecise tnt recovery observed on the e170 analyzer. Comparisons performed on (B) (6) after service actions on both the e170 and e2010 analyzers revealed good correlation between the two analyzers. The service actions done on the e2010 and the e170 resolved the issue. Customer stated that no patients were treated based on alleged erronoues results. Reference medwatch report with (B) (4) for MDR on the second analyzer involved in this event.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used in a ureteroscopy procedure on an adult female patent (age and weight unknown). According to the complainant, during stent exchange procedure the stent was found to be encrusted and unable to be removed. A sensor guidewire was placed through the stent, however, it would not advance. They reported resistance was met when they attempted to remove the wire. When they were able to pull out the guidewire, it was noted that the proximal tip of the wire had unraveled about 4 cm. They were able to remove the guidewire in one piece and completed the case with a second sensor guidewire with no problems. The patient was reported to be "fine" at the conclusion of the procedure.

Event description:
User ran a comparison study for troponin t between the e170 analyzer s/n (B)(4) and the e2010 analyzer s/n (B)(4) and determined the results from the e170 analyzer did not match results generated from the e2010 analyzer. Six patient samples were used to perform the troponin t comparison study between the e170 and the e2010 analyzers. The following 5 patient samples were discrepant. Initial and first repeat results generated from the e2010 analyzer. The second repeat result generated from the e170 analyzer. Sample 1, initial 0.02; first repeat 0.018; second repeat 0.026 ng/ml. Sample 2, initial 0.04; first repeat 0.036; second repeat 0.032 ng/ml. Sample 3, initial 0.22; first repeat 0.210; second repeat 0.180 ng/ml. Sample 4, initial 0.65; first repeat 0.590; second repeat 0.527 ng/ml. Sample 5, initial 2.93; first repeat 2.85; second repeat 2.34 ng/ml. No erroneous results were reported and no patients adversely affected. Tnt reagent lot number - 15441801. User said both the e170 and e2010 analyzers are still being used for reporting patient troponin t results but the primary instrument used is the e2010 analyzer. The field service representative identified defective measuring cells as a possible cause. He replaced sipper tubings and measuring cells. Performance tests were performed and all passed giving results within specification. The customer ran calibration and controls on all assays. Controls recovered within specified limits and customer was operational. The field application specialist performed a 20 patient troponin t method correlation between the e170 and e2010 analyzers. Results indicated the greatest difference in comparison between the two analyzers was 13 %. Also noted control recovery on both analyzers has never been a problem. Investigation is on-going.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA. Reference medwatch report with (B)(4) for MDR on the second analyzer involved in this event.